Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "found the wrist was broken, two pieces of black fragment were fell out". Failure analysis found the primary failure of a broken proximal clevis to be related to the customer complaint. The instrument was found to have a broken proximal clevis. Material approximately 0.17¿ x 0.11¿ was missing at one of the ears of the proximal clevis and not returned by the customer. The other ear of the proximal clevis was found breaking off and hanging at the wrist but material did not appear to be missing. The known common cause of this failure is mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted pyeloplasty surgical procedure, the nurse cleaned the permanent cautery hook instrument and found the wrist was broken. Two pieces of black fragment fell out. The procedure was completed with no reported injury.